Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11 the following sections were corrected: h6 h11: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, contributions from patient-related issues, implant selection, and implant positioning to the reported event cannot be determined from the reported information. This cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6). 320-15-05 - eq rev locking screw, (B)(6). 320-20-00 - eq reverse torque defining screw kit, (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6). 320-31-36 - glenosphere, 36mm for small reverse, (B)(6). 320-35-08 - small sup./post. Aug glenoid plate, right, (B)(6). 320-36-00 - 36mm humeral liner +0 unconstrained, (B)(6). 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack, (B)(6). 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6). 531-78-20 - shouldr gps hex pins kit, (B)(6). A10012 - gps implant kit v2, (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder arthroplasty on the right side. Subsequently, the patient experienced humeral stem subsidence and pain. As a result, the surgeon revised their glenosphere, adapter tray, liner and stem. Patient was last known to be in stable condition following the event. No further information available.